Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode received an inappropriate shock due to t wave oversensing. Smart pass had been disabled on 2 occasions likely due to low r wave amplitude dependent on posture. The plan was to re enable smart pass with a manual setup. This electrode remains in service. No adverse patient effects were reported.